Event description:
Endo tech noted the disposable olympus endo cap was still in place on a clean scope prior to starting the next endoscopy case. Scope never reached patient as this was caught prior to start of the next case. Removing of the cap was missed as cap is clear and blends in with the black scope. Scope returned to spd [sterile processing department] for cleaning. Is there any opportunity to make the cap a different color?